Manufacturer narrative:
Device evaluation: for evaluation purposes in the allergan irvine device analysis lab, the slider was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The reported complaint of the xen glaucoma treatment system was not confirmed. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. We will continue to monitor the frequency of these complaints to determine if there is a trend of if this was an individual occurrence.

Event description:
Healthcare professional reported "xen implant did not appear to be deploying even when slider was half way." Due to bleeding after the attempt, the procedure was aborted and the physician will "try another day." Surgery was not completed with another xen. Additional information provided by reporting healthcare professional clarified that the bleeding was subconjunctival bleeding, not hyphema, and it resolved on its own.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to.: the event of bleeding was confirmed as subconjunctival bleeding and not hyphema. The event of subconjunctival bleeding is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information provided by reporting healthcare professional clarified that the bleeding was subconjunctival bleeding, not hyphema, and it resolved on its own.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of hyphema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. Warnings: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported "xen implant did not appear to be deploying even when slider was half way." Due to bleeding after the attempt, the procedure was aborted and the physician will "try another day." Surgery was not completed with another xen.